Event description:
Following an inguinal hernia repair surgery with mesh implantation, I work from surgery with stabbing pain that has not subsided in 5 years. I have been to three pain clinics with treatments including pain medications, nerve blocks and a spinal cord block injection. After the injections, the pain worsened. I have been diagnosed with nerve entrapment from the mesh used in the hernia repair. Since this time, I have experienced several tests of low white blood cell counts as well.